Event description:
It was reported the patient presented for a generator change procedure. During the procedure, it was noted that the right ventricle (rv) lead was failing to be removed from the pacemaker header. The rv lead was explanted. The patient was in stable condition.